Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that the patient underwent initial operation on (B)(6) 2020. Subsequently, a revision surgery was performed at a different hospital due to pain and loosening (metal on metal prosthesis).

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported and 2 scarp pieces were found. A review of the complaint database over the last 3 years has found no similar complaints reported with this item. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the device within the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. -the reported event states revision due to pain. In the risk file, pain is considered harm with a severity level of 4 for a number of hazards. The rmr defines a severity score of 4 as: mechanical failure resulting in total loss of function; failure of procedure necessitating immediate revision of further procedure; total loss of patient activity or function; severe or chronic pain; injury to user or theatre staff; severe tissue reaction from materials or wear / corrosion products; loss of sterility. -the reported event also states revision due to loosening. This event has a maximum severity score of 4 for a number of hazards. The rmr defines a severity score of 4 as: mechanical failure resulting in total loss of function; failure of procedure necessitating immediate revision of further procedure; total loss of patient activity or function; severe or chronic pain; injury to user or theatre staff; severe tissue reaction from materials or wear / corrosion products; loss of sterility. The outcome of the reported event (surgical intervention) is in line with the rmf. The m2a recap/magnum acetabular shells (under UK design control) have not been manufactured in any of biomet global manufacturing facilities since september 2014 due to changing market demands and production planning reasons. Sales data is showing (B)(4) item sold from september 2017 through to september 2020. Biomet continues to maintain residual stock of the m2a magnum system, which is manufactured by biomet UK ltd and by biomet orthopedics llc. Up to incl. September 2014, and the recap resurfacing head, which is manufactured by biomet UK ltd, at its european distribution centre in the netherlands until it is fully consumed. This stock is maintained, because biomet is contractually obliged to maintain stock of these mom devices to comply with on-going tender commitments. Potential risks associated with mom devices are widely reported in literature and are generally understood and acknowledged by the orthopaedic community. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 5401000219 lists under possible adverse effects: improper selection, placement, positioning and fixation of the implant components, may result in unusual stress conditions which may lead to subsequent reduction in service life of the implants. Malalignment of the implants or inaccurate implantation can lead to excessive wear and/or failure of the implants or procedure. Inadequate removal of surgical debris prior to closure of the wound can lead to excessive wear. Improper preoperative or intraoperative handling of the implants causing damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient underwent initial operation on (B)(6) 2020. Subsequently, a revision surgery was performed at a different hospital due to pain and loosening (metal on metal prosthesis).